Manufacturer narrative:
The reported malfunction was observed and isolated to the bridge board. During board level testing, the technician found shorted diode, a lifted etch, and a shorted fault insulated gate bi-polar transistor (igbt) on the bridge board. It is suspected that the lifted etch may have prevented the igbt to conduct appropriately causing the observed malfunction. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.